Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the wire was stuck inside the lv lead and the lead would not advance over the wire. It was suspected that the wire has sheared off inside the lumen. The physician also requested for analysis letter.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity wherein measurements throughout these tests were within normal limits. Detailed analysis did confirm the difficult to insert allegation based on when performing the stylet test the stylet gets hung up at approximately 30 millimeters from the tip end due to agglomeration of polymer and body fluid. Furthermore, this is typically due to interaction between the lumen and an inserted stylet or guidewire which is a known inherent risk of the device. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to insert was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the wire was stuck inside the lv lead and the lead would not advance over the wire. It was suspected that the wire has sheared off inside the lumen. The physician also requested for analysis letter.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.